Manufacturer narrative:
Section d1: brand name has been corrected. Section d4: lot number, expiration date, and UDI has been corrected. Section d4: catalog number has been corrected. Section h3: device manufacture date has been corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient was discharged home on (B)(6) 2024 and remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU (instructions for use) outlines potential adverse events, including renal dysfunction, that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient had pre-existing renal dysfunction, so the association with device therapy was considered low. The onset date of the renal dysfunction was 01mar2024. The patient had mild renal dysfunction for some time, and the condition was confirmed to be getting worse. Blood samples were taken, and hanp administration resolved the reported issues. It was planned to make adjustments to diuretics on an outpatient basis.

Event description:
It was reported that renal dysfunction was observed, and it was considered that it was aggravated by blood pressure and fluid balance. Although the event was considered to be unrelated to the device, it could not be ruled out. The patient was hospitalized from (B)(6) 2024 and was treated with h atrial natriuretic peptide (anp).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.